Manufacturer narrative:
(B)(4). Date sent: 6/11/2024 b3: exact event date unk, entered (B)(6)2024 as only the year was provided. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: was the firing sequence started but not completed?- yes if yes: did the device deliver any staples?- yes if yes, were the staples formed properly? Yes if no, ask staple line issue questions if yes, was the staple line complete?- no did the device cut?- yes if yes, was the cut line complete?- no if yes, was there any issue with the cut line was there any difficulty opening the device jaws?- no if yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed.

Event description:
It was reported that during an unk procedure, the device mis-fire. No patient consequences were reported.